Manufacturer narrative:
The ise module serial number was (B)(6). The investigation is ongoing.

Event description:
The customer stated they received questionable ise results for an unspecified number of patient samples tested on a cobas 8000 cobas ise module. The issue occurred after the field service engineer was troubleshooting an issue with the ise sipper on the analyzer. The customer provided data for one patient sample that had discrepant sodium electrode, potassium electrode, and chloride electrode results. This medwatch will apply to the potassium electrode. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the sodium electrode and refer to the medwatch with a1. Patient identifier (B)(6) for information related to the chloride electrode. The sample initially resulted in the following values: sodium = 89.0 mmol/l potassium = 2.93 mmol/l chloride = 64.7 mmol/l the sample was automatically repeated due to critical values and delta check failures. The sample was repeated, resulting in the following values: sodium = 135.8 mmol/l potassium = 4.47 mmol/l chloride = 101.1 mmol/l the repeat values were deemed correct.

Manufacturer narrative:
No calibration influence was observed. The customer stated that controls were acceptable prior to the event, but was outside of range after the event. The field service engineer cleaned and replaced vacuum tubing. The customer ran calibration and controls; these passed. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.